Manufacturer narrative:
H3: code "other" was selected as the medical device was not available for return. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a thoracic lesion using gore® tag® conformable thoracic stent graft with active control system. Ctagac was implanted in the proximal side after one debranch bypass surgery, and a non-gore stent graft (relay pro) was implanted in the distal side. The first staged procedure was completed, and for preventing paraplegia the second staged procedure was scheduled. On (B)(6) 2024, this patient underwent the second staged endovascular treatment. After the coil embolization was performed in the celiac artery, one non-gore stent graft (relay pro, bare stent type) was placed above the superior mesenteric artery by connecting to the previously implanted relay pro stent graft system. Additionally, gore® excluder® aaa endoprosthesis, one aortic extender endoprosthesis was relined just above the superior mesenteric artery. Vessel coverage of the superior mesenteric artery was not confirmed. There was no issue of blood flow into the superior mesenteric artery and the procedure was completed. Postoperatively, the patient complained of fatigue in one side of femoral region. As paraplegia was suspected, spinal drainage was performed as a treatment. The fatigue in one side of femoral region was resolved. On (B)(6) 2024, the patient condition suddenly deteriorated, and she went into shock. Although life-saving measures were taken, the patient expired. On (B)(6) 2024, an autopsy was performed, and intestinal ischemia was confirmed. The physician's comment: the cause of death was intestinal bleeding. The coil embolization of the celiac artery led to intestinal ischemia and necrosis, resulting in intestinal bleeding and death. This procedure required the coil embolization of the celiac artery and stent graft placement above the superior mesenteric artery for the treatment. There is no causal relation between the gore device and the patient death. Gore fsa was not present at these procedures. No comment was obtained regarding the cause of the paraplegia.